Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found no obvious damage. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, in (B)(6) hospital (B)(6) the surgeon, found that the sureshot probe malfunctioned. They were unable to sense the machine when it was connected to the controller for the treatment of the tibial shaft fracture with a tibial intramedullary nail.